Manufacturer narrative:
(B)(4). The field support engineer (fse) evaluated the device and was not able to duplicate the reported issue. The unit passed all testing. The device was then placed back in service at the user facility.

Event description:
It was reported that during patient use, a ventilator stopped cycling. The patient was transferred to an alternate ventilator. The patient was not harmed as a result of the event.